Event description:
It was reported that removal difficulty occurred. The patient presented with atherosclerotic coronary disease. The target lesion was located in the moderately calcified right coronary artery. A 4.50 x 24mm synergy shield drug-eluting stent was advanced for treatment; however, the device was unable to cross the lesion. During attempted removal, resistance was encountered, resulting in damage to the stent, which became trapped within the guiding catheter. The guiding catheter was subsequently withdrawn with the damaged stent contained inside. The procedure was completed using an alternative device. No patient complications were reported, and the patient made a full recovery.